Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the peritonitis. On the same date as the onset, the patient began treatment with vancomycin (1.5gm in the next exchange, then every 5th day, duration not reported) and magnova (1gm in next bag then 500mg in each exchange, duration not reported) for the peritonitis. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3.